Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. If the initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited damage to the rear case and error code 1260. There was no report of any patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. The event log was reviewed and evidence of error codes was found. Upon function testing, the reported problem was duplicated. The microprocessor unit board was found to be faulty. The root cause is unknown. The board was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: updated h4: updated